Event description:
The pt reported a system error 2240 alarm while in the day drain of automated peritoneal dialysis with the homechoice machine. Upon inspection of the setup the pt reports that the pt line of the homechoice set became disconnected from the transfer set. The pt discontinued treatment and began with new supplies. The pt reported the incident to the unit nurse, who reports no pt injury or medical intervention was required.